Event description:
It was reported, "poly exchange of a pca poly and pca head."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Hospital would not release explanted items. We are awaiting clarification of this event. If additional information becomes available, it will be submitted in a supplemental report.